Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) had a tear in it. The device exhibited fluid loss. The entire aus was removed and replaced. There were no patient complications reported.